Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -5.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced elevated iop without pupil block; pigment dispersion and pro-longed inflammation; "11 o'clock iris tags". On (B)(6) 2022 the lens was repositioned to free up the lens from the iris touch and gonio wash was performed to reduce the pigments in ac. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).